Manufacturer narrative:
A getinge field service engineer (fse) unable to duplicate reported battery failure. Unit passed battery run time test. Replaced expired safety disk (d997-00-0985-01). Performed complete pm with full calibration, functional testing, and safety check to factory specifications. Unit passes all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that during patient use, the cs100 intra-aortic balloon pump (iabp) shut down. It was later reported that when unit failed, clinicians continued therapy on patient with a different pump. There was no harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use, the cs100 intra-aortic balloon pump (iabp) shut down.